Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated: b5, h2, h3, h4, h6, h11 the device was returned, and the evaluation confirmed the reported event. Based on the results of the investigation a definitive root cause cannot be identified. However, it is most likely that a damaged charge coupled device unit contributed to the reportable malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No new information has been provided from the customer.